Event description:
It was reported that balloon difficulty removal occurred. A nc quantum apex was selected for use. It was noted that the balloon is "sticky" when withdrawing after lesion preparation. When physician pulls back the device after dilatation the guidewire is also coming out along with the balloon since it is sticky.